Manufacturer narrative:
Covidien reference number: (B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery alarm and consider replacing the breath delivery cable and mother board printed circuit board. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator had a malfunction of the audio alarm. The ventilator was not on a patient at the time of the event.